Event description:
Per contact, the pt is fed with pediasure three times a day bolus and once continuous at night. During the night the continuous feeding extension tube was left in the device. The tube became detached from the device and stomach contents came through the valve of the device onto the pt's skin causing second and third degree burns. Silver sulfadiazine and codeine were administered to the pt.